Manufacturer narrative:
Inspected one opened or used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 24 mg/dl. Customer had blood glucose level of 50 mg/dl. Customer¿s current blood glucose level was 85 mg/dl. Customer was declined to troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis. Sensor will be returned for analysis.